Event description:
Additional information was received. The procedure was a sacroiliac and thoracolumbar procedure, there was a 20 minute surgical delay, and there was no impact to the patient's outcome.

Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6) rev. G the power supply one was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/ph ysical examination, and usability inspection, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 please see sections a1, a2 and a4 and section for the additional information as well as the additional codes section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) a3) select patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000450 power supply psi h3) onsite functional and visual examination was performed by a manufacturer representative. A screw had fallen out of the bottom of the bracket, that secures the umbilical connection, the rad tech, had the screw, so the screw was reinstalled. The power supply was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 apply no parts have been returned for analysis. B17 c20 d15 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that while attempting to acquire a second set of images, the site reported that "all three x's are red." The site reported that they attempted to "reboot" the system 4 times before contacting tech services. The site reported the dongle had not been moved or bumped on the system. They reseated the dongle while the site was in the process of rebooting the system. After initializing, the site was able to complete a full spin.